Event description:
It was reported by the patient that their heart rate was fast. Followup revealed that the patient was seen by a physician, but it was not determined if the increased heart rate was due to the device. No intervention was done, and the device remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.